Manufacturer narrative:
(B)(4). One sample was received containing approximately 100ml of fluid in the bladder. Upon receipt, flow was not visually observed at the distal luer. Forced prime was attempted, but flow was still not observed. The reported problem was confirmed. Microscopic examination of the flow restrictor showed evidence of micro-air bubbles blocking the fluid path inside the lumen of the glass capillary located inside the flow restrictor housing. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that infusion stopped while a patient was using the low volume infusor at home. The reporter tried force priming but failed to get the solution flow. There was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.